Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a brief loss of dexcom g7 cgm data on the ilet pump, with the app indicating a sensor reconnecting alert, after which pump readings resumed without intervention. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact, no medical assistance, and no hospitalization. Investigation included a technical assessment through troubleshooting and user education. Investigation of this case revealed a transient communication interruption between the cgm sensor and the pump that resolved spontaneously. It was concluded that the device functioned as designed following a temporary signal loss and no product correction was required.